Event description:
Removal of medtronic mosaic bioprosthesis aortic valve due to pannus formation and aortic outflow tract causing subvalvular stenosis and bradycardia and was returned to the MFR for analysis. Dates of use: 2007 - 2008. Diagnosis or reason for use: critical aortic stenosis, aortic insufficiency, mitral.